Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected in two segments at 13 cm distal to the is-1 connector pin. Both segments were received for analysis. The inspection revealed abrasion marks at several positions of the lead segments. In particular, the insulation was found damaged as a result of wear at the distal area of the lead. The conductor cable to the rv shock coil was found exposed at this position,confirming the clinical observation. Based on the characteristics and location of this damage, it is reasonable to assume that the lead had been subject to a severe mechanical stress in the implanted state. The diagnostic images and videos received for analysis were inspected. The lead body is bent on multiple points in a small radius indicating the presence of additional fixation points, most likely as a result of partial fibrosis. It is assumed that the bends in short radii in combination with tricuspid valve interaction and a higher amount of slack contributed to extraordinary mechanical stress leading to the clinical event. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 28 months, a myocarditis was reported. Further details such as explant date were not reported. Should more information become available, this report will be updated. The lead was not returned to biotronik.